Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracic surgery (vats) lobectomy surgery, the surgeon was able to press the green button and squeeze the handle. While stapling the bronchus, the device was not completely fired and stopped halfway. It was also noted that there was a poor staple formation. Another reload was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.